Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an incomplete flap occurred during a corneal flap procedure. Reporter indicated a button hole was discovered when the doctor tried to lift the flap. Excimer treatment was not performed. The flap was laid back down and a bandage contact lens (bcl) was put in place. Future alternative vision correction is planned.

Manufacturer narrative:
The system was examined and the company representative was unable to find any nonconformity with the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last six months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)